Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the black screen and offline on remote support service (rss). A field service engineer checked power cords and all cable connections. Identified a faulty full height cubie drawer that prevented the station from powering on. Replaced the full height cubie drawer controller board. Tested the station and confirmed it powered up successfully with access to all drawers restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device reported backscreen issue and was offline in rss. Customer troubleshooted with reboot and unplugged and re plugged the power cable but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.